Event description:
On 07 may 2010, the physician assistant found foam that had adhered to the pt's left knee wound which could not be removed. The pt's wound was re-dressed with a granufoam dressing and v.a.c. Therapy continued. The pt was instructed to return to the hosp and wound care center on (B)(6) 2010. On (B)(6) 2010, the surgeon was able to remove four small pieces of granufoam dressing from the undermining of the pt's left knee wound under local anesthesia. V.a.c. Therapy was discontinued and the wound was dressed with an alternate dressing. On (B)(6) 2010, the pt continued to heal and had made good progress towards healing of the left knee wound as reported by the registered nurse. The risk mgr at the hosp and the registered nurse at the wound care center reported that the event was related to user error of the granufoam dressing in the undermined area and inadequate documentation of the foam pieces placed in the wound resulted in the retained foam.

Manufacturer narrative:
V.a.c. Therapy clinical guidelines, july 2007, available on line and in print states: accurately record the number of foam pieces used in the pt's chart and on a readily visualized place on the drape. When dressing is removed, count the number of foam pieces removed, correlate the count with the number of pieces previously placed in the wound and verify the complete removal of all the v.a.c. Foam dressing pieces.